Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: continued: stent: xience prime 3.0x12; resolute integrity 3.0x12. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 3.0x12mm xience prime referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that a 2.5x28mm xience prime rx stent and a 3.0x12mm non-abbott stent were implanted approximately 2 years ago in the mid left anterior descending artery in (B)(6) 2013 due to shortness of breath. Additionally, a 3.0x12mm xience prime stent was implanted in (B)(6) 2013 in the posterior lateral artery. The patient was being seen over several months and was symptomatic during that time period with bone marrow suppression (depression), weight loss, hypoproteinemia, loss in muscle strength, decreased platelet, macrocytic anemia, decreased cholinesterase and heart failure. The patient had a healthy appetite and no cancer was noted. The patient was taking macrolide (clarith) from ten years ago. It was suspected that the patients symptoms were caused by the confluence of drug eluting stent (des) stenting and the prescribed medication. Thus, the medication was stopped and symptoms became progressively worse. Reportedly the patient was receiving ongoing treatment beginning 20 years ago because of the hypertensive myocardial hypertrophy and bronchiectasis. No additional information was provided.

Manufacturer narrative:
(B)(4) - a partial UDI is being reported because the lot number was not provided. There was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Anemia and hypersensitivity are listed in the xience prime small vessel everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.